Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, during an open reduction internal fixation (orif) of distal radius a t8 screwdriver tip is no longer holding screws; it is worn not broken. Numerous screws were attempted with the screwdriver and it would not hold any screws. A backup screwdriver was utilized in the set and that screwdriver held the screws appropriately. There were no allegations against the screws. Procedure was completed successfully. It was confirmed there is no additional information for this complaint. There was no harm to the patient and there was no surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the returned instrument was examined and the complaint condition was able to be confirmed as the distal t8 tip was found to be worn. No definitive root cause was able to be determined; however, the failure mode is typically associated with rough handling/wear and tear. The stardrive screwdriver t8 is noted in three trauma system technique guides: compact distal radius, compact forefoot reconstruction screw, and select compact ankle fracture. In each system, the driver is utilized for manual screw insertion and is intended to be self-retaining. The returned instrument was examined and the complaint condition was able to be confirmed as the distal t8 tip was found to be worn. The relevant drawings for the returned instrument were reviewed. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number with no material record reports, non-conformance reports, or complaint-related issues identified that would have contributed to the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Updated to reflect the "reuse" of the device as indicated/confirmed in the investigation summary. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.